Event description:
Nurse removed inline suction catheter on vent and placed on the pt, but failed to remove the cap leading to his arrest. Reported to halyard who submitted (B)(4). After a root cause analysis of the situation, we felt that had the cap been red or if it stated "remove for t piece" it might have signaled to the nurse or drawn attention to the cap and prevented the human error.